Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a device implanted for pain. Per the reporter, it was not working and was causing him more pain. The patient wanted to have the device removed. It was unknown what drug was used in the device system. Additional information has been requested but was not available at the time of this report.